Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the distal end of the electrode was bent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977d260. Serial#: (B)(4). Product type screening device product ID 977d260. Serial#: (B)(4). Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4) , ubd: 14-sep-2026, UDI#: (B)(4). Product ID: 977d260, serial/lot #: (B)(4)., ubd: 14-sep-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an wireless external neurostimulator (wens) for unknown indications for use. The reason for call was the caller reported that they were conducting a procedure to place a trial system for the patient. The physician had difficulty implanting two leads so elected to use one lead. When the lead was connected to the wens they tested impedance and found that two electrodes displayed the red indicator. They wiped the lead down and retested but that did not resolve the issue. The caller indicated that they connected the lead to the other port on the wens and they got the same two electrodes displaying red indicators. The physician elected to abort the trial and explant the lead. Serial numbers and patient information was reported. The caller was not with the patient. The caller indicated that they plan to return the product for analysis.

Event description:
Additional information was received from rep. Rep confirmed that the lead with the high impedances was 2 trial leads. The cause of the impedance and implanting difficulty was not definitively determined with the physician. The pt was heavy set, but weight was unknown. There was also a wet tap that was repaired with a blood patch before checking impedances. The hcp mentioned trying to do another stimulator trial in the future. It is not determined at what time and what steps the hcp will take before attempting to trial this pt again. Confirmed date that the product was mailed to the manufacturer / tracking information. Only one lead is being sent, the wens and one of the other leads had already been discarded and removed from the room. Rep told the hcp that they would be sending in the lead we were able to keep for analysis and that they would let them know any feedback that is receive from the analysis.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6): product type screening device product ID 977d260 serial# (B)(6): product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were high impedances/connectivity issues. 6 or 8 contacts would not connect. Rep reported they wiped the leads multiple times and disconnected and reconnected to both side of the ens multiple times without any change. Patient was wet-tapped when the hcp was gaining entry and a blood patch was administered. This occurred before checking connection.

Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc; serial# unknown; product type accessory; product ID 977d260; serial# (B)(6); product type screening device; product ID 977d260; serial# (B)(6); product type screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.